Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early post-operative period. No further information will be asked for this complaint as it pertains to the (B)(4) study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was found dead by her son on (B)(6) 2015. According to the son, "she appeared to have been getting up during the night and had mistakenly disconnected her power." The device remains implanted post-mortem and no autopsy was performed. Investigation is ongoing.

Manufacturer narrative:
Additional info received noted that no determination was made by the physicians if the death was device related. The patient was found by son unresponsive and with both power sources disconnected. Patient has "done this before but was always found in time to reconnect power". That was not the case on (B)(6) 2015 and patient was found unresponsive. The family declined an autopsy. The hvad is used for treatment not diagnosis.the hvad pump ((B)(4)) and the controllers ((B)(4)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed via log file analysis since log files for the reported event date were not available. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although the circumstances leading to the double disconnect cannot be conclusively determined, the user's interaction with the device are likely contributing factors. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Clinical factors that may have contributed to the patient's outcome related to the event are multifactorial and may be related to decreased perfusion to the body's vital organs during the time the patient was disconnected from power, past medical history, and related comorbidities. It was also reported that the patient had disconnected power sources in the past on multiple occasions but was always found in time to reconnect the power. No autopsy was performed so the official cause of death remains unknown. Though the root cause of the reported event cannot be conclusively determined, there are patient factors that may have contributed to this event.